Event description:
A report was received that the patient's ipg site was protruding and felt that the ipg had moved. It was also noted that it was constantly turning on and off, when it was on it caused more pain.

Manufacturer narrative:
Additional information was received that the ipg was not protruding through the skin but it was causing discomfort. The patient will undergo a revision procedure.

Event description:
A report was received that the patients ipg site was protruding and felt that the ipg had moved. It was also noted that it was constantly turning on and off, when it was on it caused more pain.